Event description:
A 7.0mm diameter x 17 length medtronic ave biliary extra support stent was inserted into an undisclosed artery. The lesion was pre-dilated, but the physician experienced difficulty uniformly dilating the entire lesion due to the sleep inferior bend of the vessel. It was not possible to cross the target lesion with the stent; therefore, it was attempted to pull the stent and delivery system back into the guide catheter. The steep angle of the stent relative to the guide catheter made it impossible to pull the stent delivery system back into the catheter, causing the stent to dislodge from the stent delivery balloon. The dislodged stent was snared successfully and removed from the pt. The instructions for use for removal of an undeployed stent was not followed when the stent was pulled into the guide catheter while still engaged in the artery. The device was discarded, and there was no additional clinical sequelae reported relative to the event.